Manufacturer narrative:
D10 concomitant products: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4e2072y sigphandle - sig power sigphandle handle, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch (sadi) procedure, after successful firing, the knife blade would not retract. The surgeon attempted multiple troubleshooting processes but it appeared that the connect between the adapter and reload was misaligned. The surgeon eventually able to upsize a 5mm trocar to 12 mm, insert another stapler, complete the sleeve and remove the locked staple reload and adapter. The surgical time was extended by 100 minutes due to device issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the firing rod was out of home position. The tip of the firing rod was damaged. Functional testing found that there was a calibration turns error in the data saved to the system. The adapter displayed a yellow adapter swim lane. The adapter was reconnected to the gen2 acc software and another calibration turns error was recorded. It was reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of firing rod out of home position and damaged firing rod. The most likely cause could not be established from the information available. Another unreported condition was identified: of calibration turns errors. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.